Event description:
Partial small bowel obstruction [small intestinal obstruction], nausea [nausea], vomiting [vomiting], possible ileus [ileus]. Case description: spontaneous report received on 04-aug-2008 from an hcp regarding a (B) (6) female with a history of hysterectomy, cholecystectomy, adhesions, and umbilical hernia, (B) (6), who experienced small bowel obstruction, nausea, vomiting and possible ileus after placement of seprafilm. The patient underwent an umbilical hernia repair and removal of some adhesions in that area on (B) (6) 2008. One sheet of seprafilm was placed at the abdominal wall, lower midline at the time of surgery. No irrigant fluids were used during surgery, no products were left behind in the abdominal cavity, and no catgut or silk sutures were used. The hcp stated that it was possible that powdered gloves were used. On (B) (6) or (B) (6) 2008 (the reporter was not sure of the exact date), the patient presented with a small bowel obstruction. The small bowel obstruction was treated with laparotomy, lysis of adhesions and partial omentectomy. On (B) (6) 2008, the patient presented with nausea and vomiting and was admitted to the hospital. The diagnosis was either another small bowel obstruction or an ileus. The hcp assessed the relationship of seprafilm to the events as probably related. At the time of this report, the outcome was unknown.